Event description:
On 26 february 2020 arjo was informed about event that took place in facility in (B)(6). Following information provided, the patient fell during transfer from the chair to the bed, using arjo maxi sky 440 ceiling lift and non arjo sling. In effect, the resident sustained tibial fracture, unstitched forehead laceration and facial bruise. The caregiver, who assisted the resident during transfer, said that he could have attached the sling incorrectly.